Event description:
Same case as MFR report # 2134265-2008-01287 and 2134265-2008-01286. It was reported that prior to an unspecified procedure, foreign matter was found. During preparation of the 6fr impulse pigtail angiographic catheter, it was noted that flushing the device was difficult and upon inserting an unspecified 0.035 guide wire, blue "plastic pieces" appeared to cause a "hang-up" and the guide wire fit felt "too tight". The physician applied force in an attempt to advanced the guide wire through the wire lumen of the device. The device was not used during the procedure. Another of the same device was used to complete the procedure.